Event description:
Same case as 2134265-2015-00991. It was reported imaging catheter became stuck. The 20 mm in length and 4.0 mm vessel diameter, 75% stenosed target lesion was located in the moderately calcified, mildly tortuous middle right coronary artery. During percutaneous coronary intervention, two opticross¿ imaging catheter were used. An unspecified 3.0 mm balloon catheter was used to perform pre-dilation. The first device was advanced and became stuck with lesion after pullback. The resistance was strong and that the tip of this device was damaged, so the physician stopped using this device. The second device was used for intravascular ultrasound and became stuck at the same site as the first device. The physician rotated this device and has successfully removed the device. The second device was found to be kinked at the site from the tip to the exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed a kink in the sheath assembly at 3.1 cm from femoral marker to the proximal end. There was damage observed on the guidewire exit port assembly. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-00991. It was reported imaging catheter became stuck. The 20 mm in length and 4.0 mm vessel diameter, 75% stenosed target lesion was located in the moderately calcified, mildly tortuous middle right coronary artery. During percutaneous coronary intervention, two opticross imaging catheter were used. An unspecified 3.0 mm balloon catheter was used to perform pre-dilation. The first device was advanced and became stuck with lesion after pullback. The resistance was strong and that the tip of this device was damaged, so the physician stopped using this device. The second device was used for intravascular ultrasound and became stuck at the same site as the first device. The physician rotated this device and has successfully removed the device. The second device was found to be kinked at the site from the tip to the exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).